Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 diginishield. Upon visual evaluation port was securely attached onto catheter shaft. Slightly pulled onto port to assess security onto catheter and port remained on catheter. Flushed methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) through flush port and flushed with no difficulties and leakage was not present. Attempted inflation of dignishield catheter balloon with 45 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using in house syringe. Inflated properly with no difficulties and no leakage. Catheter balloon deflated passively with no difficulties. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the lot number is unknown. Labelling review is not required as the reported event is unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that dignishield placed 3/30 and removed 4/16 due to purple port falling off. Hospital had numerous issues and reported increased leaking. Have to replace device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that dignishield placed (B)(6) and removed (B)(6) due to purple port falling off. Hospital had numerous issues and reported increased leaking. Have to replace device.